Event description:
It was reported that the pt underwent an open reduction of a nasal fracture and internal stabilization of concomittant septal fracture in 2002. The suture had dissolved by first post-op visit, 24 to 48 hrs after original surgery. The pt required a re-operation.